Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient sample using the crep2 creatinine plus ver.2 (crep2) reagent on a cobas 8000 c 702 module (c702). On (B)(6) 2017, the initial result was 1.4 mg/dl. The result was reported outside the laboratory. The doctor questioned the result. On (B)(6) 2017, the sample was repeated with a result of 0.75 mg/dl. The patient was not adversely affected. The crep2 lot number is 17190201 with an expiration date of 04/30/2017. Calibration and qc were acceptable. The customer performed a precision check with the original sample and a new sample, and the results were acceptable. The customer reviewed sample results before and after the event and found no issues. The field service representative reviewed the reagent, calibration and qc history and all were acceptable. All system checks were successful and the system met specification.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. There was no indication of a general issue with the system or the reagent. A possible root cause for this event may be contamination of the environment with the analyte. Additional information was requested for investigation but was not provided.